Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device was requested for return but was not available.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was asked for but not provided. At 7 am the result from the meter with a fingerstick was 2.7 inr. At 9 am the result from the laboratory was 1.8 inr. The customer's medication dose was changed based on the meter result. There was no allegation of an adverse event due to the change in the dose based on the meter result. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, and no bleeding. The customer stated that she had a normal bruise from a laboratory blood collection. The customer's therapeutic range was 2.5 - 3.5 inr. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer returned the meter for investigation. The investigation of the customer material in comparison to retention material and comparable masterlot test strips did not show abnormalities. Qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.